Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve ; however, when the clip was advanced into the clip introducer, loss of fluid column was observed. The sgc was tilted back and additional aspirations were performed to prevent air from entering the patient. The clip was removed from the sgc at this point. The sgc was removed from the patient and tested outside. The sgc still had a leak. Air did not enter the patient and the procedure continued with a new sgc and with the same clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The returned device analysis did not confirm the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and return device analysis, the cause of the reported leak could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.